Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that on 05/04/2012 the left ventricular lead exhibited elevated pacing thresholds. On 06/24/2013 lead dislodgement was noted. The lead was explanted and replaced on (B)(6) 2013.